Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and button error alarm as well as act button on the insulin pump was harder to press. Customer's blood glucose level was unknown. Customer reported that they had to change out batteries more frequently and received failed battery alarm. Customer had to press hard on the backlight button. Customer reported hairline fractures on left side of insulin pump. Customer declined to report to 24 hours technical support team. Customer mentioned that the insulin pump was locked up once or twice before. Insulin pump will not be returned for analysis.